Manufacturer narrative:
Per user guide: accessories for charging from wall and automobile outlets, as well as from a pc usb port are included with the pump. Use only the accessories provided with the system to charge your t:slim x2 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Customer was using non-tandem supplied usb cable and adapter. Reportedly, customer replaced the cable/adapter to resolve the issue. Customer's blood glucose was 178 mg/dl.